Manufacturer narrative:
Product event (B)(4). Method, results, conclusion: devices discarded therefore analysis unable to be performed. (B)(4).

Event description:
Around two minutes into a tonsilectomy and adenoidectomy procedure with use of the plasmablade tna device, the electrode wire fractured and detached from one side of the device housing. Another plasmablade tna device from the same lot was opened and utilized and the same issue occured. The customer opened a third plasmablade tna device from the same lot and the device was used successfully to complete the case. No patient impact reported.